Manufacturer narrative:
It was reported that gloves with holes in the gloves right out of the box, and gloves tearing at the cuff when donning. Different gloves dispensed with no issues.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, gloves with holes in the gloves right out of the box, and gloves tearing at the cuff when donning.